Event description:
Stylet broke in the PICC line after it had been placed. The broken portion remained in the PICC line and was removed when the line was removed.

Manufacturer narrative:
The complaint was confirmed. The magnets broke away from the distal end of one stylet, and were not returned for evaluation. There was a complete circumferential tear in the blue shrink tubing near the distal tip of the core wire. The blue shrink tubing and core wire extended approx 1.8 inches from the distal end of the polyimide tubing. The exact cause of the break in the stylet is unknown. The other stylet was still intact, but a kink was noted approx 3 inches from the distal tip of the stylet.